Manufacturer narrative:
H3: product ID 97755, serial# (B)(6) was returned for analysis and found that there was a recharger antenna failure and there was a low test reading of 0 when it should be 30. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated that since they received their replacement controller, every time they charge the implant it's doing the same thing. Caller stated it "says it needs to be charged," and they will charge it for 2 days and then it will still give them the problem. Caller added that they have been working on it most of the morning but keep getting try again. Agent attempted to clarify complaint but was not understanding reason for call further than caller seeing no device found. Caller was connected to the recharger and trying to charge at the time of the call but had no device found on the screen. Agent walked caller through entering passive recharge mode. Caller saw numbers 0-0-0. Agent had caller examine the equipment for damage; caller noted the recharger cord gets real hot where the cord meets the paddle. The issue was not resolved. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.